Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. The relationship between vns therapy and increase in seizure activity is unk at this time. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.